Manufacturer narrative:
(B)(4). Visual inspection revealed that the oxygen sensor's connector was damaged.

Event description:
It was reported that, during failure investigation, the connector on the oxygen sensor was found to be damaged.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.